Event description:
Manufacturer received device-tracking information indicating that the pt underwent ncp system replacement surgery due to lead discontinuity. Further follow-up with treating physician revealed that the device diagnostic testing at office visit prior to ncp system replacement surgery resulted in high lead impedance reading (specifics unknown), indicating possible device malfunction. During the ncp system replacement surgery, repeat device diagnostic testing after a replacement, generator was connected to the original lead also yielded high lead impedance test result, indicating a probably lead fracture. The explanted devices were discarded and will subsequently not be returned to manufacturer for analysis. No serious injury was reported in conjunction with the high lead impedance condition.